Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray examination revealed that the inner coil in the connector region was over torqued due to procedural damage. Electrical testing found an internal short due to the over torqued inner coil in the connector region. The cause of the reported event was isolated to the over torqued inner coil in the connector region.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, electrical anomalies were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.